Event description:
A nurse reported during an intraocular lens implant procedure, there were flocs observed from the cartridge on the posterior surface of the lens which was removed. There was no patient harm and the procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There has been three other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridges were not returned for evaluation. A photo was provided of the lens in the eye. An irrigation and aspiration tip is above the lens. A small fiber-like material was observed to the right side of the irrigation and aspiration tip. No determination as to the nature or origin of the material can be made from the photo. The lens diopter was not provided. It cannot be determined in the lens was in the qualified diopter range. A qualified handpiece was indicated used with a non-qualified viscoelastic. No determination can be made without physical evaluation of the complaint sample. A photo was provided which showed a small fiber-like material to the right side of the I/a tip. No determination as to the nature or origin of the material can be made from the photo. Per the instruction for use IFU: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of alcon qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).